Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher and the secondary method (provided in the instructions for use) was not attempted. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. The pusher assembly was broken at the proximal end with the proximal broken segment missing. The device was evaluated and found within specifications. (B)(4).